Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports injection with 1 ml juvéderm® volbella¿ with lidocaine in the dark circles and 1 vial of juvederm volift in the lips. Control was performed 15 days post injection and the patient was completely satisfied. 3 and a half months later, patient presented with erythema and edema in the dark circles/infraorbital region. Approximately 2 weeks later, patient sought physician due to edema and slight left infraorbital erythema. Patient was provided 1 ampoule of betamethasone 8 mg intramuscular + 1 ampoule of diclofenac 15 mg intramuscular + furosemide 40 mg orally/day. Radiofrequency was performed in the affected area. Recommendations were given to sleep with a high head, not to sleep on that side and to apply cold compresses. Patient attended the control 2 days later and it was evidenced improvement of edema, but persisting erythema in left tear area. Ultrasound anti-inflammatory technique was performed and "obviously taking care with the eye" but since the patient had performed microblading for 45 days, physician considered persistence of erythema, and decided to start antibiotic cephalexin 500 mg every 6 hours for 7 days. The next day, it was evident that patient presents erythema and infraorbital edema of the other eye and although infraorbital edema of the left eye has improved, the area of left tear [trough] has moved more laterally. 1 ampoule of betamethasone 8 mg intramuscularly injected on this date. The events were not resolved.